Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was obtained via right femoral artery. The 99% stenosed target lesion was located in the severely tortuous and calcified right anterior tibial artery. A 1.5mm x 20mm coyote es mr balloon catheter was used for dilation of the lesion. Upon 1st inflation to 3 atm, the balloon ruptured. The procedure was completed with a different device. The patient's condition is good. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).